Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 around 10:30 p.m., they had severe disturbances of the network of monitor and telemetry devices. Bedside monitors and (B)(4) telemetries were not consistently able to reconnect to their assigned surveillances; they received an error message in the status bar stated "bed can not reach assigned center". Central and wireless alarm and data transfer to the electronic patient file don't work for the affected monitor and telemetry transmitter. The device was in clinical use at the time of the reported incident. There was no harm associated with the absence of alarm at the information center.

Manufacturer narrative:
.